Manufacturer narrative:
Although the device was returned, additional information was not provided by the end customer. Our distributor would not provide any of the user facility's information and stated that the customer was not responding to their requests for additional information. The lot number was not provided. Upon receiving the returned device, it appeared to have sever damage with the sterile wrapper melted onto the product. The product was missing the bio-coating on the tip which could be come damaged due to using a scratch pad or abrasive material when cleaning the tip. A true root cause could not be determined without additional information from the customer. There has been a total of (B)(4) sold since 2016 with no additional complaints recorded for this occurrence and is therefore an isolated event. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any other patient involvement or a need for any corrective actions a follow-up report will be submitted.

Event description:
The blue coating is chipping off into the patient. The was no harm to the patient as a result.